Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 600 mg/dl. Customer stated that the sensor was failed because always getting cannot find sensor signal. Customer stated that there was no damage to the connection bridge or pins. Customer stated that the transmitter did not blink on and off. The insulin pump will not be returned for analysis.